Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2019-11-25). The evaluation/investigation confirmed that the red rubber cover of the hiq+ shaft¿s release button is missing. The exposed release button does not show any damage and functions correctly as intended. The red rubber cover is detachable and it is assumed that it must have accidentally gotten detached during the procedure as a result of inadequate/rough handling. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the grasping forceps without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic laparoscopic procedure on the large intestine, the red button cover of the release button of the hiq+ shaft came off the device. Since the button cover could not be located anywhere, an x-ray was performed but no foreign objects were found inside the patient. No further information was provided but the intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.